Event description:
In 2008, after evaluating the returned product, it was identified that the sequoia driver inner shaft is broken at the o-ring. This malfunction had not been previously identified by the sales representative when the event was reported approx two months prior. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
The results of the device history record review indicate the part met specifications. Visual examination indicates the inner rod shaft broke at the minimum diameter at the o-ring location. Cause investigation is pending. The sequoia drivers were recalled on 02/13/2008 and the district office recall & emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.